Event description:
It was reported that the device was unsterile. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 6f guidezilla ii was selected for use. During the procedure, it was noted that there was a sanitary issue. Furthermore, the device could not cross the lesion due to calcification. The procedure was completed with a different device. There were no complications reported. It was further reported that the guidezilla was contaminated by mistake during use as it was dropped on the floor.

Event description:
It was reported that the device was unsterile. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 6f guidezilla ii was selected for use. During the procedure, it was noted that there was a sanitary issue. Furthermore, the device could not cross the lesion due to calcification. The procedure was completed with a different device. There were no complications reported.